Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated (B)(6) generated platelet (plt) of 9.59 10e9/l on the cell-dyn ruby with no plt flag. The sample was repeated on another cell-dyn ruby analyzer for troubleshooting resulting in a plt of 8.77 10e9/l with no plt flag. The smear was reviewed showing plt clumping +++ and plt estimate of approximately 100 10e9/l. No impact to patient management was reported.

Manufacturer narrative:
The evaluation included review of submitted data, review of product historical data and product labeling. The data submitted by the customer showed the plt clumps in the scatters; however, the algorithm requirement for uri flagging may not have been met due to possible technical issues related to the rbc/plt optical detectors of the analyzer. The possible technical issues requiring service troubleshooting and verifications are: laser power supply and the laser may not be meeting power specifications. Flow cell and flow cell nozzle replacement. Bench alignment. Noise coming from electromagnetic interference, for example, a centrifuge. Rbc/plt detectors a review of the product labeling concluded that the issue is sufficiently addressed. The cell-dyn ruby operator's manual provide additional information related to the complaint incident. Refer to section 2, installation procedures and special requirements, "dispersional data alerts", section 3, principles of operation, under subsection "operational messages and data flagging", and section 7, operational precautions and limitation. Based on available information and data, it is concluded that the cell-dyn ruby, serial number (B)(4), is requiring service troubleshooting and the reported issue was instrument-specific. No product deficiency was identified.